Event description:
The user of a sysmex xe-2100 analyzer, serial number (B)(4), reported to sysmex technical assistance center on (B)(6) 2013 that the operator observed inconsistent results for platelets between the impedance platelet (plt-I) value and optical platelet (plt-o) value. The sample was analyzed on (B)(6), 2013. Initial analysis results were not provided. The operator stated work area management system (wam) middleware rules triggered an operator alert and ordered an plt-o to be performed. The repeat analysis generated an plt-I of 15,000 u/l. The plt-I was reported with an asterisk, "*," next to the result. The result was judged "positive" with interpretive program (ip) message "platelet abnormal distribution." The plt-o generated a platelet value of 143,000 u/l. The operator reviewed a peripheral smear and discovered platelet clumps. Erroneous results were reported to the clinician and a corrected report was issued. Additional information was provided by bob miller hematology supervisor. He stated the patient received a platelet transfusion and had a procedure for bone marrow evaluation. He could not be sure that these procedures occurred based on the results from this event.

Manufacturer narrative:
Sample printouts indicate that results needed review prior to reporting. The analysis of the sample was judged "positive," alerting the user to sample abnormality. The user-defined setting for "thrombocytopenia" is not known, but was insufficient to hold this value. The platelet (plt) value was low at 15x10^3/ul, the default setting for "thrombocytopenia" ip message occurs when plt < 60x10^3/ul; which was not used. Verification by repeat testing or peripheral smear review was indicated. Improved accuracy is obtained when samples are run through additional channels. Platelet data is collected through the wbc/diff channel which was not used. Sysmex analyzers use two methodologies for plt counts, impedance (plt-I) and fluorescent optical (plt-o) to assure the accuracy and reliability. Interference is possible and decreased accuracy from small rbcs or large platelets, which overlap in size. The plt-o is counted by flow cytometry in the ret channel. The user has the option to utilize the plt switching feature. This user-defined controller setting allows reporting the most reliable analysis of either plt-I or plt-o. When the platelet is below the defined value then plt-o is reported. The user's plt switching controller setting is set to a value of 0. This essentially turns off the analyzer's capability to report out plt-o results. Ultimately the user is responsible to ensure settings are appropriate to match their expectation. Analyzer performed within manufacturer's specification. We are reporting because the patient received a potentially unnecessary platelet transfusion. Results of bone marrow studies were requested but not provided by the user.